Manufacturer narrative:
An event reporting suspected trunnionosis (altr) involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "the mars MRI was consistent with post dislocation hematoma and gluteal tears and not diagnostic of altr. There is no examination of the explanted components and no x-rays or MRI images available for review. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence of a device related issue, however the exact cause of the event could not be determined because insufficient information was provided. Additional information, including hispathology reports, x-rays, MRI images and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Suspected trunnionosis case. Hip done in 2010 and dr. Did a workup on patient. Included in notes for elevated ion levels. Doctor revised patient, put in a revision ceramic head (44) with a (2.50) universal sleeve and 44f cup and screws. Stem stayed in tact, patient dislocated (B)(6) 2014

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device implanted.

Event description:
Suspected trunnionosis case. Hip done in 2010 and dr. Did a workup on patient. Included in notes for elevated ion levels. Doctor revised patient, put in a revision ceramic head (44) with a (2.50) universal sleeve and 44f cup and screws. Stem stayed in tact, patient dislocated (B)(6) 2014.